Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the duodenvideoscope was insufficiently reprocessed. This issue occurred during a repair reduction observation where the technician deviated from the steps in the IFU (instructions for use) while in the decontamination room. The customer redid the steps to correct the missing and/or out of order steps. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is considered that there was difference between olympus recommendation and user understanding in handling/reprocessing steps of device. The event can be detected/prevented by following the instructions for use: instructions for use warns against incorrect reprocessing with the statement "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.